Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra and thcg results was due a problem with the sample probe and the rinse blocks for the aspiration probes. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp troponin ultra and thcg results were obtained on a patient sample. The results were reported to the physician. The sample was retested on the advia centaur cp, and the corrected results were reported. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra and the thcg results.